Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Promus element plus clinical study it was reported that severe multivessel disease and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to stable angina. Subsequently, coronary angiography and the index procedure were performed. The target lesion was a de novo lesion located in the proximal left circumflex (lcx) artery with 90% stenosis and was 20mm long with a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation and placement of a 3.00x24mm promus element plus drug-eluting stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with a two months history of exertional dyspnea and was referred for cardiac catheterization. Coronary angiography was performed and revealed isr of the previously implanted 3.00x24mm promus element plus study stent in proximal portion of the lcx. The patient was diagnosed with two vessel coronary artery disease (cad) based on angiography results and was subsequently referred for a two vessel CABG. In (B)(6) 2015, the patient presented for a scheduled CABG and was hospitalized. On the same day, two vessel CABG was performed including left internal mammary artery (lima) to left anterior descending (lad) artery and reverse saphenous vein graft to first obtuse marginal branch with excellent results. Two days later, patient noticed some pressure and significant amount of hematuria with clots while ambulating and it was suspected that the foley catheter migrated into the patient's prostatic urethra. Subsequently the catheter was removed and a new catheter was placed via cytoscopic and seldinger technique. Four days post procedure, the events were resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that severe left circumflex lesion occurred instead of severe multi vessel disease.